Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was 425 mg/dl. The customer did not express any symptoms related to her high blood glucose. The customer treated her high blood glucose with insulin pump therapy. The customer confirmed the issue did not result in a hospitalization. The customer dropped the call before further information could be collected. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.